Manufacturer narrative:
An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on 06/17/2016 that a customer had an issue with a dialysis catheter. The customer states: an acute mahurkar 12frx20cm triple lumen dialysis catheter was placed in patient on (B)(6) 2016. Customer was notified of the event on (B)(6) 2016. During crrt treatment, the nurse noticed the lines were tugging at the patient a little bit, so they decided to move/try to reposition the catheter extensions and that's when the venous adapter popped off. The nurse was still in the room and proceeded to clamp the catheter and shut off the crrt machine. The dialysis catheter was replaced immediately with another mahurkar acute hptl dialysis catheter.

Manufacturer narrative:
The product code involved in this complaint and the lot number is unknown. Since the lot number information was not provided, a device history record (DHR) review could not be performed. The physical sample was returned to the manufacturing site for analysis and investigation and two photos were provided by the customer. Visual evaluation of these photos was performed; two pictures showed a catheter inside a plastic bag and the catheter shows signs of use (blood residue). Additionally, in these photos it was observed that the venous extension does not have the blue adapter. Visual inspection of the sample revealed that the venous adapter was not present in the catheter; also the triple lumen had a very clean cut. As part of the investigation process the issue reported was analyzed and an attempt was made to replicate this event. Based on this replication and the instructions for use (IFU), it was confirmed that if the extension was pressurized and it was clamped it could cause an adapter detachment. According to the instructions for use (IFU), it states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is crushed, cracked, cut, or otherwise damaged. Do not infuse against a closed clamp or forcibly infuse a blocked catheter: backpressure could force the adapter out of the tubing. There is a potential for catheter failure or catheter tip displacement if the maximum flow rate of 5 ml/sec or the maximum pressure of 300 psi is exceeded. This issue occurred after the device was in use for 10 days, based on the available information and event reproduction this is the most possible cause for this event. With the information provided, there is no evidence to relate this event to the manufacturing process. The catheter functioned as intended for a period of 10 days without problems. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.